Event description:
It was reported that during a stenting procedure, a stent dislodgement occurred. The lesion was located in the left common femoral artery. Access to the artery was obtained through an existing graft. Prior to deployment, the physician attempted to remove the stent delivery system (sds) without a sheath. Subsequently, the stent became dislodged from the balloon. The stent was removed surgically. The procedure was successfully completed with another of the same device. Pt status is listed as "fine". Further info has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filled.